Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation evaluation: the investigation of the complained article shows that the drill bit is bent and the cutting edges have signs of use. Unfortunately, we are not able to determine the exact cause which has led to this occurrence. It is likely that there was a heavy exceeding mechanical overloading situation that may have caused this bending. The drill bit possibly was exposed to extended lateral stress or got in contact with other metallic parts. We are aware that these are very delicate drill bits which require extra caution during use. Please note, that blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. A review of the device history records found no issues that would have contributed to this complaint. No manufacturing related failure could be detected. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit is twisted and not useful. No harm to patient. 2 minutes delay in surgery. This is report 1 of 1 for (B)(4).